Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient's pacemaker revealed over-sensed noise resulting in inappropriate automated mode switch (ams) episodes on the right atrial (ra) lead. The clinic will continue to monitor the patient. The patient was asymptomatic and no intervention was performed.